Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that loss of capture was noted when it comes to this device as well as undersensing. The patient experienced syncope. A revision took place this right ventricular lead was replaced. The lead will not be returned as it was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that loss of capture was noted when it comes to this device as well as undersensing. The patient experienced syncope. A revision took place this right ventricular lead was replaced. The lead will not be returned as it was surgically abandoned. No additional adverse patient effects were reported. Additional information noted the lead surgically abandoned was a competitor lead.